Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to loose drive support disk. Unable to prime during the prime test, due to loose drive support disk. Unit had missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed during manual prime. Nothing further was reported.